Manufacturer narrative:
Additional information: imdrf annex a, g, c and d codes.

Event description:
It was reported that tacrolimus bag 1mg/250ml was set to infuse at 10.4 ml/hr via pump module over 24 hours. However, the medication was infused over five hours. It was noted that patient is a haploidentical stem cell transplantation day +11 for acute lymphocytic leukemia. The medication was prescribed for immunosuppression. During change of shift report, it was noted that the medication setting was ta 10.4 ml/hr. The infusion was paused at 1930 for the patient to take a shower, and resumed at 1957 at the same rate. At around 2110 it was noted that the medication bag was empty and the pump stated 10.4 ml/hr. There was no sign of medication spill and the patient remains alert and oriented. There was patient involvement but no harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52 the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported that tacrolimus bag 1mg/250ml was set to infuse at 10.4 ml/hr via pump module over 24 hours. However, the medication was infused over five hours. It was noted that patient is a haploidentical stem cell transplantation day +11 for acute lymphocytic leukemia. The medication was prescribed for immunosuppression. During change of shift report, it was noted that the medication setting was ta 10.4 ml/hr. The infusion was paused at 1930 for the patient to take a shower, and resumed at 1957 at the same rate. At around 2110 it was noted that the medication bag was empty and the pump stated 10.4 ml/hr. There was no sign of medication spill and the patient remains alert and oriented. There was patient involvement but no harm.

Event description:
It was reported that tacrolimus bag 1mg/250ml was set to infuse at 10.4 ml/hr via pump module over 24 hours. However, the medication was infused over five hours. It was noted that patient is a haploidentical stem cell transplantation day +11 for acute lymphocytic leukemia. The medication was prescribed for immunosuppression. During change of shift report, it was noted that the medication setting was ta 10.4 ml/hr. The infusion was paused at 1930 for the patient to take a shower, and resumed at 1957 at the same rate. At around 2110 it was noted that the medication bag was empty and the pump stated 10.4 ml/hr. There was no sign of medication spill and the patient remains alert and oriented. There was patient involvement but no harm.

Manufacturer narrative:
Omit: a1402 - excess flow or over-infusion (1311), b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: medical device catalog, medical device serial, unique identifier (UDI), medical device model, device manufacture date. Additional information: device available for eval?, returned to manufacturer on, device return to manufacturer?, device evaluated by manufacturer?, if other specify, imdrf annex a, g, b, c and d codes, manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.